Manufacturer narrative:
Received one used ch2000s-c spinning spiros for inspection. The spin feature mechanism was activated and spinning freely as received. No spline damage or shear tab anomalies were observed. The spiros was functionally tested. The spiros met performance expectations. The reported complaint can be confirmed due to the spiros being returned separated with the spin feature mechanism activated. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to MFR: 11mar2026. Corrected information can be found in h6 health effect - clinical code and h6 medical device problem codes.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a spinning spiros® closed male luer, red cap, where it was reported that the spiros were attached to the line and connected to the patient for an hour. When the patient leaned forward, they noticed fluid dripping on them. The spiros was still connected to the clave on the port, but the line itself was disconnected from the spiros. There were patient involvement and no patient harm reported.